Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade 3+. It was noted the patient had a small left atrium (la) and restricted posterior leaflet. An xtw clip was inserted and advanced into the left atrium and attempted to be positioned over the valve. However, the clip was unable to reach the intended location. It was noted while steering down to the valve, the clip delivery system (cds) may have been curved more than 90 degrees. While in the la, the clip was attempted to be opened, but was unsuccessful. Troubleshooting was performed, but the clip was still unable to open. Therefore, the clip was removed and replaced. Two clips were implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The returned device analysis reported the actuator mandrel and l-lock tabs were observed to be broken.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issue of difficult to open or close (inability to open the clip) was not confirmed via returned device analysis. The reported difficult or delayed positioning and improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that per the instructions for use (IFU), mitraclip g4 system, ¿warning: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury.¿ also, in section 23.4, ¿rotate the dc handle to align the clip arms perpendicular to the line of coaptation. Do not rotate the clip more than 90 degrees in each direction.¿ based on the information review and the result of the returned device analysis, the reported difficult to open or close (inability to open the clip) and difficult or delayed positioning appeared to be due to user error. The reported improper or incorrect procedure or method was due to user error as the user curved the clip delivery system (cds) more than 90 degrees which created too much tension on the device resulting in difficult to position and inability to open the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.h6: medical device problem code 1069 removed.